Event description:
It was reported that the right ventricular (rv) lead dislodged after a long implant. A different lead was implanted and remains inuse. Post procedure, the patient aspirated and their blood pressure was dropping. Anesthesia had been considered by the implanting physician but was not used. The patient was intubated and taken to ICU at end of case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).